Event description:
The patient experienced no stimulation sensation and a loss of therapeutic effect following a fall or some other type of trauma. The physician programmer was unable to communicate with the implantable neurostimulator. Device registration system indicates that a new device system was implanted approximately 1 month after the original complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.